Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was&nbsp;445 mg/dl at the time of the incident.&nbsp;customer treated by taking a bolus with the insulin pump. The customer stated that the drive support cap was&nbsp;normal. The customer stated that the&nbsp;device was not exposed to high magnetic fields. Customer was assisted with troubleshooting and advised to change the entire infusion set. Displacement test and manual prime were completed successfully. Customer was able to&nbsp;rewind the&nbsp;insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not&nbsp;be returned for analysis.